Event description:
Linear metallic structures are located in the intrahepatic cava, right atrium, and right ventricle. These are consistent with prongs from a fragmented caval filter. Pulmonary emboli are suspected in the right lower lobe pulmonary arteries seen on the first images. Not present on (B)(6) 2013 CT scan. Device inserted (B)(6) 2002, for a dvt an inability to coagulate. CT of abdomen on (B)(6) 2013 negative. CT of abdomen (B)(6) 2013 revealed fragments. Pt expired (B)(6) 2013.